Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. (B)(4).

Event description:
Additional information received from the patient reported that the patient went through a lot having devices implanted. The patient stated it nearly killed the patient trying to implant the patient with devices. When the stimulator was implanted, it was in thoracic area, but device was not sterile and patient ended up with a horrible infection. The patient stated 4 surgeries later, 28 days later, 4 separate admissions to the hospital later, they had to pull everything out. Indication for use included post lumbar laminectomy syndrome. The patient returned on (B)(6) 2009 and the paddle lead was successfully implanted. At the patient's post-op appointment on (B)(6) 2009 they discovered an infection. The system was removed on (B)(6) 2009. The infection resolved after system removal and treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been almost killed after the multiple surgeries, bleeding internally, getting a (B)(6) infection, getting the implant removed, having a muscle strained, and then not having much epidural space left after scar tissue build up. It was noted that it took three hours to implant the new leads in her epidural space because of issues from the previous surgeries. It was reported that the issues with the surgeries started on (B)(6)2008. It taking three hours to implant the leads because of scar tissue occurred on (B)(6)2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
The pt developed an infection and the contaminated hardware was removed. Other devices were implanted in (B)(6) 2009. Due to the infection paddle type stimulation would never be possible due to too much scarring. Add'l info has been requested.